Event description:
It was reported that the programmer lost power intermittently. The power cord was changed out but the issue recurred. It was further reported that the programmer had intermittent telemetry while programming in a wireless session and that the keyboard was broken. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer intermittently lost power, nor the customer comment of intermittent telemetry, however both the power supply and the radiofrequency transmitter was replaced as a preventive, also it had been found that the programmer's power supply was noisy. Analysis did find a noisy system fan, that the left keyboard hinge was broken, that the case was broken near the spring strap holder, that the bezel was broken out at the top right corner and that a electrocardiogram connection was loose and therefore the link electronic module was replaced and calibrated. Concomitant product: product ID 229047 software analyzer. (B)(4).